Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revised tsr global icon and apg+ due to loosening of apg+ and instability. Global icon was well fixed but had an approximate 50 degrees of retroversion. This was revised to a cemented global unite stem. Apg+ was lifting off the bone both superior and inferior but had good fixation on central peg. This was revised for the same size matched apg+ implant but fully cemented. Pt had good cuff and operation was completed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: revised tsr global icon and apg+ due to loosening of apg+ and instability. Global icon was well fixed but had an approximate 50 degrees of retroversion. This was revised to a cemented global unite stem. Apg+ was lifting off the bone both superior and inferior but had good fixation on central peg. This was revised for the same size matched apg+ implant but fully cemented. Pt had good cuff and operation was completed. The product was not returned to depuy synthes; however photos were provided for review. The photographs attached were reviewed, however the image quality is poor and there is no evidence (x-ray) to verify the position in which the device was implanted. Therefore, no observations pertaining to the nature of the reported event could be identified. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the anchor plate size 42 would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.